Event description:
It was reported that following a coronary artery stenting treatment procedure, thrombosis occurred. The initial procedure was emergent due to chest pain and myocardial infarction (mi). The 95% stenosed target lesion was located in the proximal left anterior descending (lad). The lesion was predilated with a 2.5x20 non-bsc balloon catheter. A 3.0x32mm liberte bare metal stent (bms) was implanted to treat the target lesion. The stent was considered to be well positioned and well apposed. Four days later, the pt experienced chest pain "same as first mi". Thrombosis was noted inside the previously implanted 3.0x32mm liberte bms completely occluding the vessel. A non-bsc aspiration catheter was used. The pt was given xilocaina se 2% 20ml, heparin (3ml), asa 100mg (3), plavix 75mg (8) during the procedure. The pt was given enalapril 5mg, lovastatin 40mg, metroprolol 25mg, omeprazol 20mg, bisacodilo 5mg, clopridogel 75mg, asa 100mg, enoxaparina 60mg following the procedure. The pt was anticoagulated for 48 hours following the intervention. There were no additional pt complications reported with the patient's current condition listed as "stable".

Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.